Manufacturer narrative:
Data correction to 510k. A philips remote service engineer (rse) spoke to the customer and evaluated the network and found that the ra (routing agent) went down. They found that the system was fully functional at the time of the call. The customer was provided information to evaluate the ups (uninterruptible power supply) connected to the routers. The device was confirmed to be operating per specifications and the customer was provided with information in case the issue were to occur again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that all the surveillance hosts went down, and the device had a blue screen then black screen then it came back on, power wasn't lost at any time. The device was not in use on patient at time of event, there was no adverse event reported.